Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The history log was inadvertently cleared before the complaint could not be confirmed, and the symptom was not experienced during evaluation. The device was reworked in order to ensure proper door latching function.